Event description:
The customer reported that they received several discrepant total hemoglobin results for 5 patients on their rp500e instrument compared to retesting of the same samples on their laboratory analyzer. There is no report of harm due to this event.

Manufacturer narrative:
Siemens has requested instrument files for further investigation. Investigation will commence once the data has been received. The cause of this event is unknown.

Manufacturer narrative:
Investigation was completed. Review of the available system data logs for the instrument found no records of system or sensor errors in or around the time of the escalated sample. The results produced by the instrument passed the internal sample quality checks. The analysis of the samples did not reveal any anomalous findings. The customer was unable to provide qc information. The cause of this event is unknown. The instrument is performing as intended and is currently operational. Please note additional information was provided on 1/8/26 however the manufacture's awareness was stated as 1/16/2026.